Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2016-04301. It was reported that a burr became stuck on the rotawire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal, mid and distal right coronary artery. A 1.50mm rotalink¿ plus and 330cm rotawire¿ were selected for use. During the procedure, after a successful ablation with a 1.25mm burr, the physician exchanged the burr to a 1.50mm burr. While in dynaglide mode, the physician attempted to remove the burr outside the patient's body; however, strong resistance was noted. It was also observed that the rotawire was kinked. The physician then pulled both devices from the patient's body together and attempted to separate the burr from the rotawire outside the patient's body; however, the rotawire could not be removed from the burr. Subsequently, ivus and predilatation were performed and a synergy stent was deployed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the returned product consisted of the 1.50mm rotablator rotalink plus device with the rotawire. The rotawire was received inside the lumen of the rotablator advancer and burr units. The air hose and fibre optic cable were not attached and appeared to have been cut off prior to being returned for analysis. The advancer unit and burr unit were received together. The advancer knob was returned loose and in the mid-way position. The handshake connections were examined and no issues were noted. There were numerous kinks throughout the rotawire which gave the appearance of the sheath to be kinked, but there was no damage to the sheath. The burr would not move on the rotawire, so it was soaked in hot water for 5 minutes and afterwards was able to move on the rotawire. An attempt to remove the rotawire was unsuccessful due to the kinked rotawire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Same case as 2134265-2016-04301 it was reported that a burr became stuck on the rotawire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal, mid and distal right coronary artery. A 1.50mm rotalink plus and 330cm rotawire were selected for use. During the procedure, after a successful ablation with a 1.25mm burr, the physician exchanged the burr to a 1.50mm burr. While in dynaglide mode, the physician attempted to remove the burr outside the patient's body; however, strong resistance was noted. It was also observed that the rotawire was kinked. The physician then pulled both devices from the patient's body together and attempted to separate the burr from the rotawire outside the patient's body; however, the rotawire could not be removed from the burr. Subsequently, ivus and predilatation were performed and a synergy stent was deployed. No patient complications were reported and the patient's status was good.